Manufacturer narrative:
It was reported that on (B)(6) 2025, during set up, the customer "found the 30ml and noticed it had brown in it." The customer said that the syringe was passed off the field and not used during the procedure. The customer reported that the "brown spots" would not "scrub off" the syringe and looked to be "cooked into the plastic itself." The customer said that the debris was "possibly" located inside the syringe fluid path. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025, during set up, the customer "found the 30ml and noticed it had brown in it." The customer said that the syringe was passed off the field and not used during the procedure.